Event description:
Device has been explanted and replaced.

Event description:
Healthcare professional reported left side deflation. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed 1 opening assessed as fold flow opening. Additional observations: creases were observed. Wear abrasion observed. White particles were observed on the surface of the device. Non penetrating nick observed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported, left side deflation. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.